Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and found to have a broken tube adapter. A broken piece was not returned and measured approximately 1.62 mm x 1.97 mm in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The provided image was reviewed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the mcs instrument exhibits a broken instrument tube adapter.

Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the user noticed that the tip of the single port (sp) monopolar curved scissors (mcs) instrument was broken. The user completed the procedure with no further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: no fragment fell into the patient. A post-operative test was performed to check for remaining fragments. There was no injury to the patient. The surgeon did not know what caused the damage to the instrument tip. The instrument did not collide with any other instrument or other hard material during the surgical procedure.